Event description:
It was reported that in preparation for a percutaneous coronary interventional procedure, a catheter shaft break occurred. The quantum maverick monorail 15mm x 4.0mm balloon catheter shaft broke while going through the touhy catheter. The physician used another of the same device to complete the case successfully. No patient complications or injuries were reported. The patient's status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the reported batch met all material, assembly, and performance specifications. The root cause is determined to be handling damage.